Event description:
Boston scientific received information that following this implant procedure, an echocardiogram showed an effusion due to lead perforation. A pericardiocentesis was successfully performed. The lead was repositioned without further incident and the patient's vital signs were good.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.